Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure, the stent dislodged from the stent delivery system.